Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to faulty force sensor resistor. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing the end cap sticker.

Event description:
It was reported that the customer had a compromised force sensor system alarm. Customer's blood glucose was 360 mg/dl. Customer was already connected to another pump. The pump was not dropped or bumped and the drive support cap was correct. The insulin pump will be replaced.